Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Other relevant device(s) are: product ID: 9733823, serial/lot #: (B)(4), ubd: 01-jan-2050. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The imaging system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that as reported, the 5h pin is bent on the odu-mac connector. A continuity test also found opens from pin 16 of the fischer connector to pin 3d of the odu-mac connector, from pin 17 of the fischer connector to pin 3k of the odu-mac connector, and from pin 20 of the fischer connector to pin 4c of the odu-mac connector. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when connecting to the zeiss side, the pin of the connector was bent. The upcoming procedure was completed without further issues using another cable. There was no patient present when this issue was identified.